Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline disposables noticed water was leaking from the product was validated upon visual inspection 12? To 24?revealing luer was broken. A sample was received from p/n l-70; l/n: 3959696 to perform functional testing and root cause. The result was; quality takes a sample in order to perform a visual inspection to verify components do not presents voids, dents, holes and cracks, the sample is based on the expected daily output using ansi/ asqc z1.4 (inspection level ii). The costumer reported: ?water was leaking from the product.? Scar snn-00003193 to supplier (B)(4) was opened on 27/nov/2020 to determine proper root cause an corrective actions for broken luer failure mode. Corrective actions will be documented on scar snn-00003193.

Event description:
Investigation completed on a smiths medical fluid warming/level 1 hotline disposables.

Manufacturer narrative:
Only the month ((B)(6)) and year (2020) of the event date are known. (B)(6). Device evaluation in progress.

Event description:
It was reported that circulation water was leaking from the level 1 hotline disposable. There was no patient involvement. The product problem was observed during testing.